Event description:
In 2007, an operator was in the process of emptying the bulk waste bottle on a advia centaur instrument. It was reported that there was a clog in the pinhole of the waste bottle. When she took off the waste tubing, waste fluid was sprayed in her eyes. The operator was not wearing protective eye wear at the time. She immediately rinsed out her eyes with water at the eye wash station. The operator consulted with her employer's internal safety and occupational health and safety department. No further action was taken. At this time there has been no report of any adverse effects from this exposure. The advia centaur reference manual has a section on "emptying the waste bottle" (4-49) with a biohazard warning to protect oneself from biohazardous exposures while disconnecting the waste tubing. In addition, all documentation state that personal protective equipment should be worn when emptying the waste bottle and handling biohazardous wastes (appendix a of the manual describes the personal protective equipment and precautions). This event is due to the operator not following universal biohazard precautions, appropriate warnings, and instructions for use. There is no need for further corrective action. For medical device reporting purposes, this event is considered closed.